Event description:
The customer reported that the patient received a 2nd degree blistering burn at the grounding pad site on the left flank. Minor wound management was provided. A biosense webster ablation generator was in use.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.